Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had loose retainer ring and uses up battery very fast and had resulted in insulin flow blocked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and missing display window cover. The test reservoir does not lock in place and unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test or verify no delivery alarm and charge battery anomaly due to the missing retainer and broken reservoir tube lip.